Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight and device information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken wherein the lead was explanted and replaced. Effective therapy was restored post operatively.